Manufacturer narrative:
Concomitant medical products: product ID 64002, lot# n391727, implanted: (B)(6) 2013, product type: adapter. (B)(4).

Event description:
It was reported that the patient had a replacement device on (B)(6) 2013 due to depletion. Two months after the replacement, the implantable pulse generator (ipg) voltage testing found the voltage was declined to 2.97 volts from 3.08 volts, which was set on the product turned on. The product implant site was "over heat" and this situation happened several times after implanting the new product two months prior. After follow-up, the troubleshooting that was done was unobtainable. There was no feedback. The patient was suggested to be re-checked regularly. The cause of the issue was unobtainable. It was unobtainable to determine if there were any malfunctions seen. The device therapy application was unobtainable and the health care professional (hcp) did not release this information.